Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the stimulation was causing spasm and significant discomfort to the patient. X-ray was taken and confirmed that the lead migrated. The patient underwent a lead revision procedure and was doing well postoperatively.